Manufacturer narrative:
Pt info: unknown/ not provided. If implanted, give date: unknown/ not provided. If explanted, give date: unknown/ not provided. The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that the back haptic tore with an intraocular lens (iol) while being implanted. No further information provided.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes . Returned to manufacturer on feb 14, 2022. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received stuck to a piece of paper. The lens was removed and cleaned, presenting with a detached haptic and a cut to the optic body. No further issues were observed with the returned lens. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed one additional complaint was received for this po. However, this complaint was not confirmed based on the investigation. Therefore, no escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.